Event description:
Reportedly, during testing, the silence/reset led light was blinking and the unit did not pass the circuit check test. There was no pt involvement reported.

Manufacturer narrative:
(B)(4).